Manufacturer narrative:
Ref. ID: (B)(4). It was tried to calibrate the affected detector but without success. The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported pixel error on the detector because it has been dropped on the floor. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.

Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips field service engineer (fse) investigated on site. A gain and pixel calibration did not remove the pixel errors. The detector needs to be replaced, but the customer does not want to replace the detector at this time. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.